Event description:
Same event as MDR ID: 2134265-2015-05280. It was reported that a hematoma occurred. The patient underwent a left atrial appendage closure (laac) procedure. A watchman® access system (was) was positioned inside the patient. Before the delivery system was inserted, the physician noticed kinking in the was in a couple of locations outside of the body. The was was removed and replaced with another and the procedure was completed successfully. About an hour after the procedure, the patient developed a hematoma at the groin while in recovery. The physician held pressure on the groin and heparin was given. Later on, the patient was recovering well from this.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).